Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter had allegedly migrated through the heart to the pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. It was reported that the event occurred upon off label placement utilizing ivus at the bedside. Bd denali filter system instructions for use states to never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance, and that venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. Therefore, the investigation is confirmed for the reported incorrect procedure as the device was used off label and against the IFU. However, the investigation is inconclusive for the reported migration as no objective evidence was provided for review. A definitive root cause for the alleged migration and incorrect procedure could not be determined based upon the provided information. Labeling review: it was reported that the event occurred upon off label placement utilizing ivus at the bedside. Therefore, the reported incorrect procedure is confirmed as the device was used off label and against the instructions for use. B5, d4 (unique identifier (UDI) #), e3, e4, g3, h4, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly migrated to the pulmonary artery. It was further reported that this occurred upon off label placement utilizing ivus at the bedside. However, the current status of the patient is unknown.